Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received lost sensor alerts every 30 minutes after insertion. Troubleshooting was performed and the issue was not resolved. The customer's blood glucose was 78 mg/dl. The sensor was expired. Nothing further reported.